Event description:
It was reported that this lead was explanted due to it dislodged. The lead was not repositioned since there was issue stuck in the helix. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported. The device is not expected to return for analysis.